Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had a reservoir leaking past both o-rings. The customer stated that she has had elevated blood glucose levels. The customer then stated that as she changed out her infusion set, she noticed the reservoir leaking onto the insulin pump. The customer also stated that during this time, she has had high blood glucose levels, she has been using reservoirs from the same box. Nothing further was reported.